Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a suspected infection about a week prior to this report. It was stated that the patient had their implantable neurostimulator (ins) removed about a week prior to this report and the patient was hospitalized. It was noted the patient had a new ins implanted on (B)(6) 2013. It was later found via blood culture that the patient did not have an infection and the issue was resolved. If additional information becomes available, a supplemental report will be filed.